Event description:
It was reported that the patient experienced a urinary tract infection and was on her second round of antibiotics. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received fromt he physician reported that the urinary tract infection event was not related to the neurostimulator system. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
Lead model 3093-28, lot# v549292, implanted: 2010-(B)(6), explanted: unknown.

Event description:
Follow up information recieved reported that the patient met with the manufacturer representative and her concerns with her device/therapy were resolved.